Event description:
On (B)(6) 2015, a reporter contacted animas alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission, 08/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a visual inspection of the pump showed no damage or peeling of the keypad cover. During testing, all the keypad buttons responded properly. The keypad cover was removed; no evidence of contamination or internal defect was found. The complaint was not duplicated during testing.